Event description:
Additional information was received from the treating nurse indicating the reason for the reported pain was unknown and was not associated with vns stimulation. The pain was reported to have been located in the chest area and even some in the neck and left arm. Diagnostics at the time were within normal limits. Moreover, the nurse reported the patient's seizures increased; however the patient is noted to have an increase in seizures yearly. Analysis was completed on the returned generator. Analysis of the generator indicated pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
It was reported by a nurse that a vns patient was explanted due to local pain and sensibility. The patient was reported to have an increase in seizures after explant; however the patient's pain resolved after explant. The explanted generator was returned to the manufacturer and currently undergoing analysis. Good faith attempts to obtain further information from the treating nurse have been unsuccessful to date.